Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Analysis was unable to perform displacement test due to broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they need assistance programming the insulin pump. Blood glucose level was 48 mg/dl and there was no indication how the customer treated. Blood glucose level at the time of the call was 53 mg/dl. There was no troubleshooting performed for the low readings. The insulin pump was replaced and customer agreed to return the product for analysis.